Manufacturer narrative:
A ge representative evaluated the system and reseated the image processor board. System operates as intended.

Event description:
Customer reported the system was displaying collision detected and motion disabled error codes. No pt injury was reported.